Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump stopped working. The customer has been experiencing high blood glucose. The customer's blood glucose at the time of incident was 441mg/dl. The customer treated with manual injections, 6 units. The customer's current blood glucose was 270mg/dl. The customer's symptoms were stomach aches. She took two tylenol and went to see the doctor. The customer has glucose pens as a backup. Customer's blood glucose was raging from 249-428mg/dl. Customer changed basal settings from 0.35 to 0.40. The insulin pump passed high pressure test with no delivery alarm. Advised customer to monitor and call back in she continues having issues with high blood glucose. She is under the weather and might be contributing factor for explainable high blood glucose.